Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: review of the black box data revealed multiple call service alarms recorded from (B)(6) 2014. There was no record of power on reset in the black box data. On examination, the battery compartment was intact without damage. The battery cap that was returned with the pump was returned in pieces. The pump was unable to power on with the cap that was returned. A test cap was properly tightened to the pump and used during the investigation. The pump powered on with operational auditory tones and vibratory function. The display was fully illuminated and legible. The pump was exercised for 24 hours without power loss, rebooting or call service alarms occurring. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation was not able to confirm or duplicate the allegation of no power to the pump.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump had no power with no auditory tone or vibratory; however, reports there is auditory sound when a battery is inserted in the pump. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.